Event description:
During stimulation testing, the pt was unable to feel stimulation with the lead. The lead was replaced. There was no pt injury associated with the event. The pt recovered without sequela after removal. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4): the lead and stylet were returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.